Event description:
It was reported that the patient was hospitalized on (B)(6) 2022 for an ischemic stroke. A thromboextraction was performed and the patient was transferred neuro-intensive care unit. Post-procedure, paresis of the oculomotor nerves persisted. The thromboembolism had been located in the basilar artery in the left occipital lobe. A computed tomography (CT) scan had been performed to diagnose the event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a loss of vision and consciousness associated with the stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) could not be conclusively determined through this evaluation. The system controller log file contained data from 06nov2022 through 14nov2022. No notable events or alarms were captured, and the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on hmii lvas, serial number (B)(6) and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions (IFU), and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke and peripheral thromboembolism as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.